Manufacturer narrative:
The device was discarded, and is not being sent back. Therefore, a proper device analysis could not be completed. It was stated by the customer that no damage was noted during preparation for use. It was also stated that the customer, was using the yamane technique to implant the lenses. Thus, indicating a product quality issue did not contribute to the reported issues. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off- label. Based on the information provided, the risk assessment for the lucia product, and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the damaged haptic is but is not limited to: loading strategy; lens placement technique; accessory device support; poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
On (B)(6) 2023, it was reported by doctor that the CT lucia 602 rotated after the iol was fixated using intrascleral haptic fixation, yamane technique. The iol looked well centered and in plane with the iris at end of surgery. On (B)(6) 2023, the iol had "sommersaulted" with forward 90-degree rotation so that instead of looking through the optic, both patient and examiner were looking at edge of optic. The patient adverse effects include, poor vision (hand motion), and iris chafing of the iol causing prolonged inflammation and inability to taper off steroid drops. The iol was explanted on (B)(6) 2023. The patient was left aphakic due to travel plans this summer. The doctor will go back in later and suture a lens to the sclera.